Event description:
The incident was put into a mesh sling with the slings leg section being crossed and the back supports missing. When the resident was in the sling and lifted into the air the c/na shifted the resident and adjusted the lift arm up. The resident then fell forward and the clip detached and the resident fell out of the sling.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) as of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.